Event description:
It was reported to novo biomedical that a consumer alleges receiving a reading of 243 mg/dl followed by no report of intervention of insulin, food or exercise. The consumer was reportedly waiting for the arrival of a sibling to go to dinner, and was found by that sibling passed out on the floor. Emergency intervention was required and they obtained a blood glucose reading of 39 mg/dl. A request for the return of the blood glucose meter was made by customer support.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow- up report will be filed.